Event description:
It was reported that during a percutaneous coronary intervention of a bypass graft the filterwire retrieval sheath fractured. The intervention on the bypass graft was successful. When retrieving the system, the retrieval sheath was advanced successfully, but when the system reached the y adaptor a portion of the retrieval sheath was stuck in the y adaptor. A second intervention was successfully performed with another device. There were no pt complications and the pt was reported to be in good condition.

Manufacturer narrative:
The unit was returned with the filter wire inserted in the retrieval sheath. The filter bag was outside of the retrieval sheath. Particulate was seen inside of the filter bag indicating it had been introduced into the anatomy. The radiopaque tip of the protection wire was wavy and was bent at 1.8cm measured from the distal tip of the protection wire. There was approx 10mm stretch on the proximal portion of the radiopaque tip. The protection wire was kinked at approx 35cm measured from the proximal tip of the protection wire. The marker band was missing on the retrieval sheath. The retrieval sheath was kinked at 17 and 122 cm measured from the distal end of the retrieval sheath. Using the wire torquer accessory was able to sheath/unsheath the filter bag with a moderate amount of force. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).